Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the condition of the uterus tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? What tissue was the needle found in? What was the size of the broken needle piece? Were all pieces of the needle retrieved from the patient? Was the patient post op care changed due to the prolonged procedure and conversion to open? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? The patient demographic info: age, weight, bmi at the time of index procedure. Do you have the broken needle or any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2019 and a barbed suture was on the uterus. During the procedure, the needle broke when suturing. It was not searched in the abdominal cavity. The procedure was converted to an open surgery to retrieve the broken piece. The operation time was prolonged by 1 hour. The current condition of the patient is stable. Additional information was requested.